Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a lead repositioning procedure. Patient received coverage in all painful areas postoperatively. No new implants were added or removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7165763, UDI: (B)(4).